Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited undersensing during an episode of arrythmia. The device was reprogrammed. The patient was stable.